Event description:
It was reported that when using the bd pyxis medstation system, drawer 6 was causing the medstation to short . The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bad drawer control board and pyxibus module board. A field service engineer, verfied that there are no signs of a short circuit within the system. The field service engineer replaced the drawer control board and pyxibus module board to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.